Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The autoclavable camera head was returned to the service center with reports of a damaged seal and a worn arrow marking on the stainless steel component. These issues do not indicate an MDR reportable event. However, an MDR-reportable failure was identified during testing at the service center. Inspection of the device revealed that the endoscope lock ring arrow mark was faded on the lens, and intermittent image loss was observed on the monitor. There was no patient involvement.